Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. The pt was brought to the hospital when his blood glucose was <10 mg/dl. He was treated with glucose gel. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.